Event description:
Pt came in to have blood pressure taken. Colin 8800sc monitor used. Pt did not complain while pressure was being taken & went home without incident. Pt returned 11 am same day exhibiting some redness on arm. Dr. Said there was skin irritation and possible nerve damage. Pt instructed to return in 10 days. Pt did not return and incident is closed unless hospital reports further activity or concern.